Event description:
Reporter alleged blood glucose device measured 130 mg/dl back to back with a result of 75 mg/dl performed within 2 minutes of each other. It was reported customer did not feel the readings were correct anc continued to test so within another 2 minutes meter read 150 mg/dl back to back with a result of 141 mg/dl. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.